Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the patient had some redness under the tape border. Skin came off with the wafer when it was changed and there was an area measuring a couple of inches that was raw with scant bleeding. The worst area was at the bottom of a deep fold and there was possibly and abscess described near the navel because of swelling with tenderness there. The patient has had skin irritation in the past attributed to sensitive skin. Patient changed to competitor product with some resolution. No further information was provided and the patient outcome was not reported.